Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the patient reported being the hospital for a ¿few days¿ because her cgm was providing her with inaccurate readings. No specific cgm or bg meter values were reported for this event. The patient only reported that while in the hospital when her bg meter reading were taken by medical staff, those values did not match the values provided by the cgm. The patient was wearing an unspecified brand of insulin pump. During her hospitalization, the patient was weak. The patient did not provide any details regarding what medication or treatment she received or how long she was hospitalized. The patient did not want to provide any further event details about her hospitalization. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.